Event description:
It was reported to medtronic neurosurgery that the neuropen image was clear and the inner wall of the catheter was visible at all times while the neuropen was passing through the catheter. However, upon entering the ventricle the image became a white screen. It was reported that the doctor thought there was some tissue blocking the neuropen so he flushed the catheter, and after multiple passes with the neuropen through the catheter, a white screen image still appeared. According to the report, the doctor thought the camera was malfunctioning. It was reported that there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.